Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two months post implant, the patient experienced cardiac perforation and cardiac tamponade. Within two months post implant, the right ventricular (rv) lead exhibited high thresholds. The rv lead revision procedure was commenced and subsequent to multiple placements of the rv lead, the lead perforated the heart, requiring surgical intervention. The rv lead was explanted and replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.